Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history revealed no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) was feeling overfilled on a homechoice (hc) machine during dwell four of four. The hp had a fill volume of 2500 ml and had a drain of 4200 ml. This drain met increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) assisted the hp in retrieving therapy data and explained the data to the hp. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The device had been previously serviced on (B)(4) 2013 for an unrelated issue. It was tested and was determined to meet functional and electrical performance specifications. The device passed final testing and calibration after servicing. A review of the service history revealed no issues that could have cause or contributed to the reported increased intra-peritoneal volume. Should additional relevant information become available, a supplemental report will be submitted.